Event description:
It was reported that upon interrogation, the atrial lead exhibited noise. Insulation damage was suspected and the lead remained implanted. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.